Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was significantly high. The contact stated that the high bg was most likely due to miscalculating the carbohydrates for a meal. The contact stated that the customer had intentionally delivered 45 units of insulin via the pump. The customer removed the pump and went to the emergency room (ER). The customer was monitored, but was not treated. After 5 hours, the customer left the ER and was physically in "good condition" with a bg in the low 200s and was dropping to the target level. However, the customer was admitted to the hospital for a "safe watch." Insulin injections were used to manage diabetes. The customer was released from the hospital on (B)(6) 2017 and "had a good status." The customer resumed pump therapy.